Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was 456 mg/dl. Troubleshooting for high blood glucose was performed. Customer experienced nausea, pain in their lower back, high blood glucose levels and they were hospitalized. Customer advised they were pregnant.